Event description:
On (B)(6) 2015 during coronary intervention a drug-eluting resolute stent 2.25 x 30 mm was deployed. Upon review of the intravascular ultrasound (ivus) the stent was not visualized in the intended segment but was noted to be within a more proximal stent in the mid portion of the lad. The patient returned to the cath lab on (B)(6) 2015 where a bare metal stent was successfully placed.